Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204 displayed) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the blue (can l), green (3.3v), black (main batt), and yellow (pgnd) wires in the trunk cable. The cause of the test failure and the displayed service code is the open wires. The root cause of the open wires was excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the patient received service code 204 (belt unusable).